Event description:
It was reported that the 9800 system had a remote user interface joystick error message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The fast stop was reset during the service call. The system was tested and found to be working as intended and put back into service.